Event description:
The customer reported to beckman coulter (bec) that less than 1ml of a faint red fluid was leaking from the probe in the coulter hmx cap pierce hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No erroneous results were generated for this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found fluid coming out of the probe. The fse adjusted the probe wipe assembly. The 2 screws holding the bracket arm had loosened, and the issue was resolved by the fse. The fse also replaced the laser power supply due to a previous issue with the vcs (volume, conductivity, light scatter measurement) and conductivity cv%'s. Following the repair, the instrument was running well. Failure mode of the leak was related to the loose screws on the probe wipe assembly. (B)(4).